Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was having "respiratory issues" since the pump was implanted. The pt passed away. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.